Event description:
Pump declared a cartridge change error, but there was no adverse impact to the customer's blood glucose level. Customer encountered an issue with no drops during the filling tube process while loading a new cartridge. However, they were able to successfully load and resume insulin with a second cartridge without requiring further action.